Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of multi-system organ failure, elevated lactate dehydrogenase (ldh), and fever could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were observed. The pump appeared to function as intended and operated above the low-speed limit for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists multiple organ failures/dysfunctions (including respiratory failure and renal dysfunction), hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR#: 2916596-2023-04495. It was reported that the patient's log files were submitted for concerning lactate dehydrogenase (ldh). The patient experienced dyspnea and dark urine. The patient received heparin, persantine, coumadin (warfarin), and aspirin. Integrillin (eptifibatide) was being considered. On (B)(6) 2023, the patient had transient elevated pump power and flow. A review of log files revealed transient elevation in pump power and flow throughout the 30 day length of the file. The log display power elevations of (7.1w - 7.4w) & flow elevations (6.6 lpm - 7.1 lpm). The patient was transferred to the intensive care unit at a different facility, where it was believed the patient had a pump thrombus and was placed on extracorporeal membrane oxygenation (ECMO). The pump was exchanged on (B)(6) 2023. After the pump exchange, the patients ldh continued to rise. The patient had pump power and flow trending up following pump speed adjustment, though there was an isolated spike on (B)(6) 2023. The patient passed away due to multisystem organ failure on (B)(6) 2023. The patient experienced ventilator-dependent respiratory failure due to the ECMO and renal failure which required continuous renal replacement therapy. The patient had a persistent fever for one week prior to death, but all cultures were negative for infection.